Event description:
It was reported that the cap nut became loose post-operatively. Cap nut remains implanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Per the instructions for use, "possible adverse effects include, but are not limited to:""1. Bending, loosening or fracture of the implants or instruments"